Manufacturer narrative:
The reported events were lead dislodgement and capturing problem. A complete lead was returned in one piece. Visual and x-ray examination found the helix partially extended, stretched, bent, and clogged with blood/tissue, consistent with procedural damage. Due to the damage helix as received the helix mechanism test could not be performed. The reported event of capturing problem was not confirmed electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
It was reported the patient presented to the emergency room with pain and dizziness. It was discovered the right ventricular (rv) lead exhibited intermittent capture due to high capture thresholds. An x-ray was performed and revealed no anomalies; the physician suspected microdislodgement. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.